Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that during a routine in-clinic follow up approximately six weeks post implant, this implantable defibrillation lead implanted with another manufacturer's implantable cardioverter defibrillator (ICD), exhibited loss of capture (loc) and low out of range pacing impedance measurements. Subsequently, the lead was part of a system explant due to infection and erosion. During the explant procedure, a tug test was performed and the lead to device connection was felt to be appropriate. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.